Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("bleeding menstrual heavy") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no concomitant medication used. In (B)(6) 2010, the patient had essure inserted. In 2018 she experienced heavy menstrual bleeding (seriousness criterion intervention required) and pelvic pain ("pain"). Essure was removed on (B)(6)2023. The patient was treated with surgery (hysterectomy for essure removal). On (B)(6)2023, all of the events were resolving. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: on september 14, I had to have a hysterectomy due to the essure device, company I work for payed, bayer is asked to pay for remaining surgery costs. Discrepancy: reported essure insertion and expiry date: april 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("bleeding menstrual heavy") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. In 2018 she experienced heavy menstrual bleeding (seriousness criterion intervention required) and pelvic pain ("pain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy). On (B)(6) 2023, all of the events were resolving. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.